Event description:
It was reported that during the stonelight procedure, "those in the or noticed a smell of something burned originating from the laser console; immediately they switched off the device. After a while they switched on the device and they tried to set the power at 4 watts but it was turning to 0 (zero)". The case was completed by an alternative procedure - "pulsatile ultrasound system". Patient outcome: "the patient or user did not sustain an injury".